Event description:
It was reported that the user experienced elevated blood glucose following an infusion set change while using an ilet system with a g7 sensor, and troubleshooting suggested the infusion set was either deployed incorrectly or not fully attached despite an apparently dry site and proper tubing prime; the user was educated on site rotation and performed a site-only supply change, after which glucose returned to range. Symptoms included hyperglycemia with a peak of 370 mg/dl. Outcomes included temporary impairment due to elevated glucose with no hospitalization or long-term sequelae. Investigation included user interview, device use review, and troubleshooting and education. Investigation of this case revealed that insulin delivery was initially ineffective at the infusion site and that a new site was placed and allowed time for insulin absorption, with subsequent normalization of glucose. It was concluded that the event was related to infusion set deployment or connection, and that user education resolved the issue.